Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the unit failed the cutting test due to a damaged cutter, and the roller was discolored. The handle, cutter, and roller were replaced and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit needed repair as it was not working. The malfunction discovered outside the surgical environment. At product evaluation investigation the unit failed the cutting test. No adverse events were reported as a result of this malfunction.